Manufacturer narrative:
UDI#(B)(4). Oxford right bearing size 3 catalog 159582 lot 1310716; oxford tibial tray size d catalog 154725 lot 1276295.

Event description:
A patient enrolled in a clinical study expired due to injuries caused by a fall approximately nine years post implantation; the cause of the fall is unknown.